Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had would not turn on after inserting the battery. The customer¿s blood glucose level at the time of the incident was unknown. Troubleshooting was not performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: not in manufacturing mode. Blank display after battery insertion due to unplugged battery connector. Unit also received with minor scratched lcd window, keypad overlay texture damage, cracked keypad at select button and cracked retainer. After plugging battery connector software and manufacturing mode was verify.